Event description:
On (B)(6) 2013 during a novasure endometrial ablation "37" seconds into the procedure the pt experienced asystole. The pt received "chest compressions" and drugs were administered (type and dose unk). "After approximately 60 seconds, the pt's heart rate recovered into the 60-80 beat per minute range [within normal limits]". The procedure was completed. "The pt remained very stable and was transferred to recovery room, later admitted and observed without any further incident [discharge date unk]. The "pt is doing very well and has no evidence of any cardiac, neurologic or other impairment". The physician concludes the pt most likely experienced a "vagal type episode".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).